Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's scs ipg revision surgery (reference MFR. Report #1627487-2015-07664) the patient's leads were explanted due to high impedances (reference MFR. Report #1627487-2015-06473). When the physician attempted to implant the replacement leads, a csf leak occurred while placing the second lead. As a result, the physician removed the second lead and performed a blood patch. The patient had no adverse symptoms following the procedure as a result of the csf leak. Effective stimulation was reportedly restored postoperative, and the issue has resolved.